Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that there is a fault within the tube connection and there is a bubble in the flash which is causing a backflow, or the blood appears to flow slowly. No patient impact reported.

Manufacturer narrative:
The following fields were corrected after further review: b5. Describe event or problem: it was reported that while using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that there is a fault within the tube connection and there is a bubble in the flash and the blood appears to flow slowly. No patient impact reported. Investigation summary: "bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples. All samples passed the tests, exhibiting no signs of damage to the device, air bubbles, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: air bubbles and insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.".

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that there is a fault within the tube connection and there is a bubble in the flash and the blood appears to flow slowly. No patient impact reported.